Event description:
Same case as MDR ID: (B)(4). (B)(4) clinical study it was reported that patient death occurred. In (B)(6) 2013, the patient presented with stable angina and acute myocardial infarction. Subsequently, the index procedure was performed. Target lesion #1 was a 100% stenosed, de novo, concentric, type c, bifurcated, and diffused lesion located in the non-calcified mid left anterior descending (lad) artery. Target lesion #1 was treated with pre-dilatation and placement of a 2.5mmx38mm promus element¿ stent at 9 atmospheres. In addition, an unknown size promus element stent was deployed resulting in 0% residual stenosis with timi 3 flow. Target lesion #2 was a 99% stenosed, 20x2.0mm, denovo, concentric, type c, bifurcated, and diffused lesion located in the moderately calcified first diagonal artery. Target lesion #2 was treated with pre-dilatation and placement of a 2.25mmx24mm promus element¿ stent at 12 atmospheres. Additionally, an unknown size promus element stent was deployed resulting in 0% residual stenosis with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2014, the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4).